Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness while pushing a car and presented in clinic. Upon device interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing during the event that lead to pacing inhibition. Programming changes were made. The patient was stable post event and will be continued to be monitored.